Manufacturer narrative:
Patient information was unavailable from the site. No parts have been received by the manufacturer for evaluation.

Event description:
Medtronic received information regarding an imaging device being used for an unknown procedure. It was reported that during a case, while in the registration task, the mouse became unresponsive and then unexpectedly exited the software. It was noted that there were about 75 patients stored on the system. The site later stated they deleted the patients and the issue no longer occurred. There was no reported impact on patient outcome.

Manufacturer narrative:
Additional information: patient weight: (B)(6) lbs.

Manufacturer narrative:
The logs for the navigation system were reviewed by medtronic personnel. However, the logs provided no additional insight into the probable cause of the anomaly. The behavior of the reported issue was found to be consistent with a known anomaly in the medtronic navigation software anomaly tracking database. This issue was documented in a medtronic navigation software anomaly tracking database.